Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an coyote es balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There was blood in between balloon folds. There was blood in the wire lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. Functional testing using an inflation device filled with water to inflate the balloon to the rated burst pressure resulted in water coming out from the tip. Further analysis revealed a perforation in the wire lumen that contributed to the resemblance of a balloon burst. There was no damage to the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). A 2.5mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. However, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another coyote balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). A 2.5 mm x 20 mm x 144 cm coyote¿ es balloon catheter was advanced for dilatation. However, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another coyote balloon catheter. No patient complications were reported.